Event description:
The account alleged that the head hi/low was drifting down slowly. No injury reported.

Manufacturer narrative:
The account replaced the head hi/low down valve but the issue remains. No further info is available on the repair of the bed at this time.